Event description:
The patient met with the field representative. A overdischarge was suspected as the patient had not recharged his device for approximately 1 year. There were coupling and communication issues. The device was replaced with a non-rechargeable device. It was reported that the implantable neurostimulator was not working. The device was 'dead'.

Manufacturer narrative:
The implantable neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.